Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the surgeon encountered difficulty in trying to inject the lens into the eye. The surgeon did not like the guide on the injector. Although there was difficulty the lens was implanted with no harm to the patient. Additional information was requested.